Manufacturer narrative:
Referenced (B)(6) 2018 admission was reported on medwatch MFR report # 2916596-2018-02426, and the (B)(6) 2018 admission was reported on medwatch MFR report #2916596-2018-02427. Approximate age of device - 1 year and 7 months. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted to the hospital on (B)(6) 2018 with increasing abdominal pain with diarrhea and nausea. The patient reported a temperature at home of 103 fahrenheit (f) and went to the local emergency department (ed). In the ed, the patient had a temperature of 100.5 f (not 104 f as previously stated), a normal white blood cell count with normal differential, and a c-reactive protein (crp) test was lower than previously. The patient was transported to the implanting center and started empirically on vancomycin, meropenem and flagyl. The patient was diagnosed with clostridium difficile (cdiff). Blood cultures were negative. The patient was started on oral vancomycin which was tolerated well. Because of concerns about the patient¿s ability to take intravenous (IV) antibiotics and the imposition on lifestyle of needing to be home for a vna at-home provider, the customer elected to switch patient to oral ciprofloxacin. The customer planned to remove the tunneled central line later that week if the patient did well. The patient was discharged on an unspecified date. On (B)(6) 2018, the patient called the vad team to report painful white patches on toes along with headaches and muscle aches. The patient was given an appointment to be seen in the infectious disease (ID) clinic on (B)(6) 2018, but the patient went instead to the ed. During the ed visit, the patient did not have a fever and had a normal white blood cell (wbc) count. Hemorrhagic lesions were observed on 3 toes and there was concern for "septic emboli"; however, the patient was not septic. Blood cultures from a few days previously were negative. In the ed, the patient was seen by CT surgery who determined the patient was safe for discharge. The patient was set up with appointments in the ID clinic on (B)(6) 2018.

Manufacturer narrative:
The patient remains ongoing on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.